Event description:
The customer stated the architect c8000 analyzer generated high calcium results. A patient sample generated a calcium result of 4.03 mmol/l (16.12 mg/dl). Upon instrument auto-dilution, the result was within normal range at 2.23 mmol/l (8.92 mg/dl). The high calcium result was reported, but there was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Field service discovered that the system was generating error code 3102 (unable to process test, liquid contact broken during aspiration) six to ten times a day and found that the customer had incorrectly replaced the r1 crash sensor board with the sample pipettor board. Instrument performance was verified after replacing the correct board and the r1 probe and tubing. The returned message history verified numerous occurrences of error code 3102 beginning on (B)(6) 2008. The last occurrence of the 3102 error prior to that date was on (B)(6) 2008. Other logs did not cover the date of the erroneous results and therefore could not provide any additional information. Review of the instrument service ticket history found a complaint filed on (B)(6) 2008. The customer had changed the r1 probe and calibrated it, and replaced the r1 circuit board in response to receiving error code 3102. Field service replaced a bent probe and kinked probe link tubing and adjusted the liquid level sense (lls) voltages. The instrument ran for several hours with no issues and all controls were as expected. The architect system operations manual contains adequate troubleshooting information for inconsistent results and error code 3102. The current rate for architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at launch for the architect c8000. No adverse trends in association with the complaint issue were identified. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is the final report.